Manufacturer narrative:
Detailed product information was not provided to bsc. Further information is unable to be obtained due to source of information being medwatch report.

Event description:
It was reported that this right ventricular (rv) lead exhibited t wave oversensing. No adverse patient effects were reported. This lead remains in service.